Event description:
It was reported that the ribbed foley catheter balloon was found with an additional catheter tip in the package.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the ribbed foley catheter balloon was found with an additional catheter tip in the package.

Manufacturer narrative:
The reported event is confirmed, manufacturing related. The unused two-way foley catheter was returned in the opened original packaging. Though the packaging was opened, the blue sleeve was still intact and the catheter had not been removed. An extra catheter tip was noted within the blue sleeve along with an intact foley catheter. No visible defects were noted on the catheter. The broken tip was observed under the microscope at 8x and 18x magnification and blue fragments from the sleeve could be seen in the cut portion as well as what appeared to be burn marks were noted by the break/cut on the catheter tip; this is out of specifications. As no patient involvement was reported the device was not used, though is intended for treatment purposes. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A label/pack review is not required as a review of the label could not have prevented the reported event. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.